Event description:
Additional info received from customer noted endophthalmitis three days post-op. Results of culture: strep faecalis. Pt had vitrectomy.

Event description:
Reporter noted product used for the first time. Had one hot eye out of 8 cases. Pt was fine one day post-op. By afternoon in 2002, pt had nausea, vomiting, and discomfort. Retina specialist did vitreous tap. Cultured gram positive cocci - enterococcus. Intravitreal antibiotics injected.